Event description:
The customer contact reported a bowel perforation. It was reported that during a diagnostic colonoscopy procedure under mac anesthesia using the colonovideoscope, a bowel perforation occurred at the rectosigmoid junction. The perforation was identified during the insertion phase of the procedure. During the procedure, the user reported some issues with insertion and maintaining the scope in the center of the lumen. The customer contact indicated that the procedure was performed under anatomically challenging conditions due to the presence of an incarcerated hernia involving the sigmoid colon and significant looping. When asked, the customer contacted stated that there were no reports of unusual resistance, image artifacts, or device handling issues. At this time, no report of alleged device failure and no indication of device malfunction. Following the identification of the perforation, immediate intervention was taken, and the patient underwent unspecified surgical repair. The patient was discharged from the hospital two days later and reported as doing well.